Event description:
Additional information received on 10/24/2023 indicates that the revision surgery took place to do a tubing exit site tear.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to an unknown reason. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of both cylinders. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2. This is a site of leakage. Separations were noted on the bladder of cylinder 1 and cylinder 2. These are site of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. A separation was noted on the lock-out valve of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate exhaust tubing of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladders of cylinder 1, cylinder 2 and on the lock-out valve of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
Additional information received on 10/24/2023 indicates that the revision surgery took place to do a tubing exit site tear.